Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 3.2 and 4.2 were failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. A field service engineer found that one latch sensor in drawer four had popped out of the mount and put it back in place. The fse replaced drawer 4¿2 in the main drawer and fixed the spring on the plunger. The fse recovered both drawer 3-1 and 3¿2 in the main. The customer performed an inventory and tested the drawers successfully. The system functioned as intended after the field service engineer repaired the device.